Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2022. Device not returned.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on an unknown date. Fiducial markers were administered transperineally and the procedure was done under monitored anesthesia care (mac). The patient has significant rectal wall infiltration into the muscularis propria. Magnetic resonance imaging (MRI) showed the gel in the muscularis propria and extending down towards the anal sphincter. There was 2cm of rectal wall infiltration seen sagittal image and also seen on the axial image. The patient is reported to be stable and asymptomatic. The patient was scheduled for stereotactic body radiotherapy (sbrt) but will likely change to hypo fractionated after a flexible sigmoidoscopy procedure is performed.